Event description:
Reporter indicated that vns pt underwent lead revision surgery due to pain with stimulation and knots on their neck at the lead site. The pt's device was reportedly repositioned. Approximately 3 months prior, it was reported that the pt tripped and fell on their left side. The pt reported at that time that the generator was more palpable after the fall and could also palpate the lead after falling, which pt could not do before. The pt reported at that time that they could feel the device stimulate after the fall but that stimulation was not painful. The pt did not feel as if the device was moving around in their chest area at that time. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Further follow-up concluded that the pt is doing fine following the revision surgery.